Manufacturer narrative:
The insulin pump was received with no button response on the act button due to corroded keypad traces. The pump was unable to perform displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The pump was received with cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and broken belt clip slot. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 55-56 mg/dl. The customer stated that the act button is not working while the escape button works. The customer stated that she was trying to suspend the pump but the act button does not work. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.